Event description:
Additional information received reported that the manufacturer representative was not able to determine the cause of the periodical shut down. The battery did not indicate any issues and the patient had not been heard from since the reprogramming.

Event description:
It was reported that the patient's implantable neurostimulator shut off periodically on its own. There were no patient symptoms/injuries related to this event. The patient had neurostimulator reprogrammed. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4) implanted: 2010 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension. (B)(4).